Event description:
Health professional reported alleged lap-band device slippage, vomiting and reflux. An upper gastrointestinal (gi) confirmed the band slippage. The band was removed without replacement. F/u findings: health professional reported that the "pt had complained of reflux, and band emptied and an upper gastrointestinal (ugi) which showed mild obstruction. The pt had two more normal upper gastrointestinal (ugi's) before being diagnosed with a prolapse. The band was empty for 3 months before the upper gastrointestinal (ugi) showed a prolapse."

Manufacturer narrative:
(B)(4). The product associated with this report has been returned but analysis has not been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product but analysis has not been completed at this time. Band slippage, obstruction, vomiting, and reflux are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of obstruction, band slippage, vomiting, and reflux as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."